Manufacturer narrative:
A company representative discovered that the spot and line separation setting were changed along with possibly accidentally adjusting the bed cut energy. The company representative worked with the customer to set these setting and the customer was able to continue and complete their surgery day without any additional incidents or problems. The system meets specification per service installation record. No technical root cause was identified as the product was found to be within specifications. The possible root cause is an accidentally adjusted bed cut energy. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an irregular flap in the left eye during laser treatment. Additional information received states that through some troubleshooting with the customer, it was noted that the spot and line separation settings were changed along with accidentally adjusting the bed cut energy. The treatment was completed with no patient harm.